Event description:
Rn was inserting PICC line and felt resistance and was unable to thread line in. When attempting to remove PICC more resistance was felt by nurse. When line was removed it was noted a portion of the wire had broke off. Physician was notified. Pt was taken to surgery on (B)(6) 2013 and the wire was surgically removed from the right arm vein located in the midportion of the humeral region of the upper extremity.